Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the battery compartment partition was missing and also observed a sharp gauche on the display membrane which was not obstructing the screen menu. The physical damages found during visual inspection are not related to the reported complaint that the platform constantly displayed a "realign patient" message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in november of 2004). A review of the archive was performed and the reported complaint that the platform constantly displayed a "realign patient" message was not confirmed on the reported event date of (B)(6) 2014. The archive data shows that no sessions occurred on the reported event date. However, it was observed that user advisory (ua) 2 (compression tracking error) and user advisory 18 (max take-up revolutions exceeded) occurred on (B)(6) 2014. Functional testing was performed and the reported issue that the platform constantly displayed a "realign patient" message was not reproduced. The platform ran for 10 minutes and no problems were observed. The platform passed functional testing. Based on the investigation, the parts identified for replacement are the battery partition cover and the battery clip. In summary, the reported complaint that the platform constantly displayed a "realign patient" message was not confirmed on the reported event date based on the archive review and during functional testing. However, the reported complaint was confirmed on (B)(6) 2014. The ua 2 and ua 18 observed in the archive review are related to the reported complaint. The root cause for these user advisories could not be determined. However, per the battery hangtag - advisory codes description and action (pn (B)(4)), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Per the battery hangtag - advisory codes description and action (pn (B)(4)), user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the battery partition cover and the battery clip, the platform passed all testing criteria.

Event description:
It was reported that during patient care, the autopulse platform constantly displayed a "realign patient" message. Due to this message, use of the platform was discontinued and manual CPR was administered. No adverse patient sequelae was reported. No further information was provided.